Event description:
Informed that pt's feeding tube broke. That the female port of the enfit feeding tube dislodged from the feeding tube. Pt's feeding tube was replaced secondary to previous feeding tube was broken. Tube was placed on (B)(6) 2018 to a 22 french mic g tube 8100-22 by ir.